Event description:
The patient contacted baxter?s technical service center regarding wanting to go to drain 1, which occurred on the homechoice (hc) during use, during dwell 1. The patient stated she felt full and wanted to drain. The technical service representative (tsr) put the patient into drain 1 and the patient drained 5005ml. The patient had a 2200ml fill on the hc and a 2500ml manual fill mid afternoon. The initial drain alarm equaled 0ml. The tsr explained that there is an issue with the initial drain alarm since the patient only drained 13ml before moving on to fill. The patient stated the registered nurse (rn) programmed the hc. The tsr said the rn would need to adjust the initial drain alarm setting accordingly if the patient was going to continue performing a 2500ml manual exchange. The tsr assisted the patient with ending therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported increased intra-peritoneal volume (iipv) (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The rn stated she was not aware of the event. Product surveillance explained what occurred and discussed that the patient had performed an off cycler exchange of 2500ml, but had an initial drain alarm of 0ml, so in the initial drain the patient only drained 13ml. The rn stated that as far as she knew the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.